Event description:
It was reported that a patient underwent a cardiac ablation procedure with a smart touch unidirectional and a 106-alert code occurred after the catheter was plugged into carto, and before first ablation (out-of-box failure). A second device was used to complete the operation. There was no adverse event reported on the patient. Catheter was not used in patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed a foreign material below the second electrode. This finding is MDR reportable.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch unidirectional approved under p030031/s053. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual inspection revealed a foreign material below the second electrode, no other damage or anomalies on the device. A force test was performed, and the device was recognized and visualized correctly; however, error 106 displayed on screen. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and the results were found out of specifications. A dissection was performed right after at the tip area, and an open circuit was identified. In addition, further investigation of the peek housing section revealed that there was insufficient adhesive (polyurethane - pu) on the wires. A fourier transform infrared spectroscopy (ft-ir) was requested, and the results reveal that foreign material is mainly a mixture composed of polyethylene and silicone-based material. However, the source of origin remains unknown. The force sensor error reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The root cause of the adhesive condition was traced to the manufacturing process. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The foreign material condition observed during the analysis is unrelated to the issue reported by customer, the potential cause could not be established. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Internal corrective actions are being performed to address process opportunities related to adhesive issues. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).